Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of one-link products underinfused. The reporter stated that the underinfusion occurred during use with "fixed collar" connections (bifuses, trifuses, macro/microbore syringe pump tubing). There was no report of patient injury or medical intervention associated with this event. No additional information is available.